Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system and gore® excluder® conformable aaa endoprosthesis (ctag ac) with active control system (excc). First, an aortic extender of excc was placed just proximal to the celiac artery. Then two ctag acs (distal tgmr312610j, proximal tgmr404020j) were implanted proximal to the excc. The proximal end was placed just distal to the left common carotid artery (lcca). The false lumen was embolized by impede embolization plugs. After that, when coil-embolization of the left subclavian artery (lsa) was attempted, the coil prolapsed into the aorta. An angiography confirmed that the proximal ctag ac migrated from the lcca to lsa. Therefore, an additional ctag ac (tgmr404015j) was implanted just distal to the lcca; however, it moved distally to the lsa shortly after deployment. Despite the migration of the tgmr404015j, coil-embolization of the lsa was succeeded and there was only a minor type ia endoleak, so the procedure was concluded. On (B)(6) 2024, a follow-up CT scan showed that the tgmr404015j migrated further and the endoleak was remaining. On (B)(6) 2024, total arch replacement (elephant trunk technique) was performed and additional ctag acs were implanted to reline the previous ctag acs. The endoleak disappeared. The reporting physician commented as follows: in the index procedure, the proximal device should have been implanted in zone 1 or 0.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: code b14: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the device include, but are not limited to: endoleak, migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.